Manufacturer narrative:
Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing was discolored and faded. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 536 mg/dl and high levels of ketones. A manual injection was administered to address bg. Reportedly, the customer was using cold insulin. Customer was instructed to fill cartridges with room temperature insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.